Manufacturer narrative:
Concomitant medical products: product ID: 6935m55 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were possible occasional undersensed beats on the stored electrograms (egm) for both right atrial (ra) and right ventricular (rv) leads. The ra lead and rv lead remain in use. No further patient complications have been reported as a result of this event.